Manufacturer narrative:
The reported events were cardiac perforation, lead dislodgement, inappropriate defibrillation therapy, loss of capture, and r-wave amp variation. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The helix extension length was measured within specification. The reported events of inappropriate defibrillation therapy, loss of capture, and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for damages consistent with procedural damage.

Event description:
Patient presented in-clinic after receiving an inappropriate shock. Upon investigation, episodes of loss of capture and low sensing were observed on the right ventricular (rv) lead. X-ray imaging was performed and revealed the rv lead had dislodged and caused a cardiac perforation. The rv lead was explanted and replaced to resolve the event. No additional intervention was required to treat the perforation. The patient was in stable condition.